Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No drive/motor anomaly or rewind anomaly noted during testing. The motor was tested outside of the unit and passed. Device alarmed a21 after the battery change causing the time or date to reset due to faulty c13 on the I/b. Device uploaded properly using carelink. Device had minor scratched display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.